Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose increased to 600 mg/dl range due to a bent infusion set cannula. The insulin pump had alarmed no delivery. The customer was advised on proper infusion set insertion and usage protocol. The customer also resolved the no delivery issue with an infusion set change. The insulin pump was not returned or replaced.